Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer had a keypad anomaly. The customer stated their buttons were unresponsive. It was also found the customer had a button error alarm on their insulin pump. The customer was able to clear the alarm, but their insulin pump stopped working after. Customer's blood glucose was 70 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
No button error alarm noted. The insulin pump esc button did not respond due to moisture damage on keypad trace. The insulin pump received with minor scratches on display window, cracked battery tube threads and cracked reservoir tube lip.